Event description:
Same case as MFR#: 2134265-2009-04242. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the left anterior descending (lad) artery. Ivus was performed followed by multiple successful cutting balloon inflations. The physician successfully implanted a 2.25x24mm taxus liberte atom stent in the distal lad and a 2.50x20mm taxus liberte stent next to the 2.25x24mm stent. The physician experienced difficulty removing the balloon from the 2.50x20mm stent. The guide catheter deep seated. The physician inflated and deflated the balloon several times to get it unstuck. A third, 3.00x32mm taxus liberte stent was implanted proximal to the 2.50x20mm stent, and the same 'balloon stickiness issue' occurred. The physician inflated and deflated the balloon slowly to 15atm until they were able to remove the stent delivery balloon. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).